Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels that ranged from 40-50 mg/dl and elevated bg values that ranged from 268-389 mg/dl. Reportedly, the suspected cause was that the basal settings needed to be adjusted. The customer consumed carbs to address the low bg.